Manufacturer narrative:
Lawyer-filed report

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, recurrent pelvic organ prolapse and stress urinary incontinence. Furthermore, it was also reported that the plaintiff died. No cause of death was reported.